Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise causing multiple capacitor charges on the pacing/sensing portion of the right ventricular (rv) lead and low impedance on the right ventricular rv lead were noted. No further intervention was performed at this time and the lead will continue to be monitored. The patient was stable with no adverse consequences. Additional information has been requested, but never received.

Event description:
During a follow-up, noise causing multiple capacitor charges on the pacing/sensing portion of the right ventricular (rv) lead and low impedance on the right ventricular rv lead were noted. Anti-tachycardia pacing (atp) was deactivated due to the noise and the lead will continue to be monitored. The patient was stable with no adverse consequences.